Event description:
The initial reporter stated that their administration set leaked at the filter. Mmd made multiple attempts to follow up with the initial reporter, but they weren't successful. They did not report any sypmtoms or adverse effects to the patient due to the complaint. No additional information was provided. [Complaint-(B)(4).

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmd.